Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime, or compromised force sensor and no delivery tests. There was no excessive no delivery alarm noted. The unit had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was 137 mg/dl. While troubleshooting insulin did exit but the insulin pump alarmed no delivery. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).